Manufacturer narrative:
This lead was retained by the hospital. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise and low out of range pacing impedance measurements. Additionally, and increased in pacing theresholds as well as atrial sensing was reported. An invasive procedure was performed. This lead, along with the rest of the system, was explanted and replaced with another manufacturer's system. The cause of the clinical observations was unable to be determined. No additional adverse patient effects were reported.